Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Multiple outlets were attempted and power source alerts recurred. Eventually, the pump began charging and battery gauge jumped from 75% to 100%. Although requested, the customer declined to provide further information (including name, contact information and pump information) or participate in troubleshooting.